Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that "they thought there might be an issue" with the battery of their leadless implantable pulse generator (ipg). The leadless ipg remains in use. No patient complications have been reported as a result of this event.